Event description:
Boston scientific received information that these products were removed for infection by dr (B)(6), (B)(6) health centre, canada on (B)(6) 2010. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).